Event description:
The customer reported that the telemetry device has a speaker malfunction error message and intermittent sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device produced sound. The reported failure was not replicated. Based on the results from the evaluation, it is determined that the device was working as intended. Therefore, the cause of the customer's allegation is unknown.